Manufacturer narrative:
(B)(4). The product has not been returned at this time. If it is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture during a routine follow up appointment. A revision procedure was performed, and the physician attempted to reposition the lead; however, the lead would not advance back into the right ventricle. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.